Event description:
Patient was brought to the operating room, given general anesthesia and intubated. Procedure was started. When it was time to use the scissors, it malfunctioned and did not cut anything. Scissors was not recognized by the system prior to malfunctioning. Scissors was changed and the procedure continued without any further incident. ====================== manufacturer response for system,surgical,computer controlled instrument, endowrist (per site reporter) ====================== surgery robotic coordinator reported this to the company and the device sent to materials management. Spoke to the surgical coordinator in materials management, she is planning to send the device back within the next two weeks.

Event description:
Patient was brought to the operating room, given general anesthesia and intubated. Procedure was started. When it was time to use the scissors, it malfunctioned and did not cut anything. Scissors was changed and the procedure continued without any further incident. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Surgery robotic coordinator reported this to the company and the device sent to materials management. Spoke to the surgical coordinator in materials management, she is planning to send the device back within the next two weeks.